Manufacturer narrative:
It was reported that five sutures pulled off the needle during ridge augmentation procedures, therefore five separate medwatch reports will be submitted. The review of the manufacturing records verified that this lot met all pre-release specifications. The piece of suture associated with this event was discarded and not returned. (B)(4).

Event description:
A dental assistant reported to gore that while a ridge augmentation was being performed the suture detached from the needle. The suture was tied off and an additional suture was used to complete the procedure. The remainder of the broken suture was discarded.